Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), abdominal pain ("severe abdominal pain"), nephrolithiasis ("kidney stone") and genital haemorrhage ("abnormal bleeding(general)") in a 28-year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during same surgery as essure placement" on 6-sep-2013. The patient's past medical history included multigravida and parity 3 ((B)(6) 2013, (B)(6) 2007 and (B)(6) 2010). Previously administered products included for to prevent pregnancy: depo-provera from 1-jul-2012 to 13-dec-2012. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included underweight, anesthesia, uterine bleeding, menometrorrhagia and nickel sensitivity. Concomitant products included ibuprofen (motrin) since 2014 for pain as well as allegra-d since 2013 and cilest (sprintec) since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, headache ("headaches"), allergy to metals ("nickel allergy"), pain of skin ("rashes or skin conditions/ rashes or skin conditions type: sensitive skin") and urticaria ("rashes or skin conditions/ rashes or skin conditions type: hives"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), myopia ("vision/eye problems/ type: had lasik surgery in (B)(6) 2013 to correct near-sightedness. Vision has changed and now I am more near-sighted. Need to wear contacts or glasses."), vaginal haemorrhage ("abnormal bleeding (vaginal,)") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-yes"). The patient was treated with miconazole nitrate (monistat), sumatriptan (imitrex), hydrocortisone, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy.), surgery (on (B)(6) 2013 underwent hysteroscopy d&c, ablation), surgery (underwent partial laparoscopic hysterectomy with bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, nephrolithiasis, genital haemorrhage, menstrual disorder, dyspareunia, migraine, alopecia, dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection, allergy to metals, pain of skin, urticaria, myopia and vaginal haemorrhage had resolved, the headache had not resolved and the complication of device insertion and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, myopia, nephrolithiasis, pain of skin, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a partial laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Current weight 107.00 lbs she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded (B)(6) 2013 : hysterosalpingogram : no gross uterine abnormalities. No fallopian tube contrast extravasation bilaterally consistent with bilateral tubal obstruction on (B)(6) 2013. (B)(6) 2013 : hcg, urine : negative. (B)(6) 2016 : hcg : negative. Root canal front part of her incisor fell off for dental problems. On (B)(6) 2016, novasure ablation for abnormal bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs:menorrhagia(confirming menorrhagia), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), abdominal pain ("severe abdominal pain"), nephrolithiasis ("kidney stone") and genital haemorrhage ("abnormal bleeding(general)") in a 28-year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during same surgery as essure placement" on (B)(6) 2013. The patient's past medical history included multigravida and parity 3 ((B)(6) 2013, (B)(6) 2007 and (B)(6) 2010). Previously administered products included for to prevent pregnancy: depo-provera from 1-jul-2012 to 13-dec-2012. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included underweight, anesthesia, uterine bleeding, menometrorrhagia and nickel sensitivity. Concomitant products included ibuprofen (motrin) since 2014 for pain as well as allegra-d since 2013 and cilest (sprintec) since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, headache ("headaches"), allergy to metals ("nickel allergy"), pain of skin ("rashes or skin conditions/ rashes or skin conditions type: sensitive skin") and urticaria ("rashes or skin conditions/ rashes or skin conditions type: hives"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), myopia ("vision/eye problems/ type: had lasik surgery in (B)(6) 2013 to correct near-sightedness. Vision has changed and now I am more near-sighted.need to wear contacts or glasses."), vaginal haemorrhage ("abnormal bleeding (vaginal,)") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-yes"). The patient was treated with miconazole nitrate (monistat), sumatriptan (imitrex), hydrocortisone, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy.), surgery (on (B)(6) 2013 underwent hysteroscopy d&c, ablation), surgery (underwent partial laparoscopic hysterectomy with bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, nephrolithiasis, genital haemorrhage, menstrual disorder, dyspareunia, migraine, alopecia, dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection, allergy to metals, pain of skin, urticaria, myopia and vaginal haemorrhage had resolved, the headache had not resolved and the complication of device insertion and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, myopia, nephrolithiasis, pain of skin, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a a partial laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Current weight 107.00 lbs she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded (B)(6) 2013 : hysterosalpingogram : no gross uterine abnormalities. No fallo12ian tube contrast extravasation bilaterally consistent with bilateral tubal obstruction on (B)(6) 2013. (B)(6) 2013 : hcg, urine : negative (B)(6) 2016 : hcg : negative root canal front part of her incisor fell off for dental problems. On (B)(6) 2016, novasure ablation for abnormal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs:menorrhagia(confirming menorrhagia), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea) most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received. Patient¿s unstructured relevant tests were added. A dental problems was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), abdominal pain ("severe abdominal pain"), nephrolithiasis ("kidney stone") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) year-old female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had ablation during same surgery as essure placement" on (B)(6) 2013. The patient's past medical history included gravida ii and parity 3 ((B)(6) 2013, (B)(6) 2007 and (B)(6) 2010). Previously administered products included for to prevent pregnancy: depo-provera from (B)(6) 2012 to (B)(6) 2012. Past adverse reactions to the above products included genital haemorrhage with depo-provera. Concurrent conditions included underweight, anesthesia, uterine bleeding, menometrorrhagia and nickel sensitivity. Concomitant products included ibuprofen (motrin) since 2014 for pain as well as allegra-d since 2013 and cilest (sprintec) since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal") with vaginal discharge, headache ("headaches"), allergy to metals ("nickel allergy"), pain of skin ("rashes or skin conditions/ rashes or skin conditions type: sensitive skin") and urticaria ("rashes or skin conditions/ rashes or skin conditions type: hives"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), visual impairment ("vision/eye problems/ type: had lasik surgery in (B)(6) 2013 to correct near-sightedness. Vision has changed and now I am more near-sighted.need to wear contacts or glasses."), vaginal haemorrhage ("abnormal bleeding (vaginal,)") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-yes"). The patient was treated with miconazole nitrate (monistat), sumatriptan (imitrex), hydrocortisone, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy.), surgery (on (B)(6) 2013 underwent hysteroscopy d&c, ablation), surgery (underwent partial laparoscopic hysterectomy with bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, nephrolithiasis, genital haemorrhage, menstrual disorder, dyspareunia, migraine, alopecia, dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection, allergy to metals, pain of skin, urticaria, visual impairment and vaginal haemorrhage had resolved, the headache had not resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pain of skin, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a a partial laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Current weight (B)(6) lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. (B)(6) 2013 : hysterosalpingogram : no gross uterine abnormalities. No fallo12ian tube contrast extravasation bilaterally consistent with bilateral tubal obstruction on (B)(6) 2013. (B)(6) 2013 : hcg, urine : negative (B)(6) 2016 : hcg : negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs:menorrhagia(confirming menorrhagia), pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhea) . Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "fatigue, infection bladder, infection urinary tract, infection vaginal, headaches, nickel allergy, pain, rashes or skin conditions/ rashes or skin conditions type: sensitive skin, rashes or skin conditions/ rashes or skin conditions type: hives, vision/eye problems/ type: had lasik surgery in (B)(6) 2013 to correct near-sightedness. Vision has changed and now I am more near-sighted.need to wear contacts or glasses, perforation (fallopian tube (s), abnormal bleeding(general), abnormal bleeding (vaginal,) had ablation during same surgery as essure placement, complications or problems that occurred at the time of your essure placement procedure-yes", lot number, reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent partial laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in late 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a a partial laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.